Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria during evaluation due to cosmetic damage. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was discovered that the passive porting block is broken, and the air inlet cover screw boss mounts are broken/missing. The unit cannot be tested due to the air inlet cover not able to seat correctly due to the missing screw boss mounts. The customer has requested that repairs not be done to this unit. The unit will be returned unrepaired.